Event description:
Ous MDR - after an implantation time of about 65 months, it was reported that the patient came to the clinic feeling dizzy. Interrogation of the pacemaker found a loss of capture. After a sensing test was performed, the previously described behavior could no longer be observed. The patient is currently in intensive care for observation. Aside from the dizziness, no further worsening of the patient's state of health was reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the existing production documents and the returned data. The production process of this device was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. The returned data were thoroughly analyzed. There were no indications of a device dysfunction. The battery is in a state to be expected and discharged up to 50%. The current consumption is as expected. The analysis of the long-term lead impedance trend indicates unstable lead impedances. It can therefore not be ruled out that the connection of the lead or the lead itself contributed to the clinical observation. In summary, the enclosed data do not show any anomalies. There is no indication of a manufacturing error.